Event description:
A report was received from the (B)(6) indicating that the graphical user interface (gui) "screens blank" during extended short test (est). There was no report of pt involvement or pt harm. Additional info has been requested.

Manufacturer narrative:
The device was tested and the graphical user interface (gui)/central processing unit (cpu) was replaced. Extended short test (est), short self test (sst), 02 and electrical safety testing calibrations were performed. All testing passed. In the event that additional info is received, a supplemental report will be submitted. (B)(4).